Event description:
It was reported that the insulin pump alarmed a compromised force sensor error and a no delivery. The blood glucose reading was 421 mg/dl. The customer used novolog pens with needles for the high blood glucose readings. Troubleshooting was conducted. It was also stated that the drive support cap is sticking out. The customer states they are unable to complete the rewind sequence. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test follow by motor error due to protruded end cap sticker. The insulin pump was unable to complete testing due to motor error alarm. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.